Event description:
The customer reported that while pipetting hcv microwell plates on summit the technician observed that bubbles were present in some of the wells. No error was generated. No death or serious injury was associated with this complaint.